Event description:
Information received suggests patient underwent revision hip arthroplasty due to infection. Review of invoice history and operative reports revealed that patient has a record of revision procedures and confirms a history of infection. Subsequently, patient was revised again on (B)(6) 2009. No further details have been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, " early or late postoperative infection and allergic reaction". Review of sterilization certification confirms devices were sterilized in accordance with (B)(4) . This report submitted (B)(6) 2010.